Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with candida parapsilosis and staphylococcus aureus in cultures and a wbc count of 3091/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient recently underwent an outpatient gastrointestinal procedure (exact date unknown) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was an unintended consequence of this surgical procedure. The patient was prescribed intraperitoneal (ip) vancomycin, ip cefepime and oral fluconazole (dosages, frequency and durations unknown). The patient¿s pd catheter (not a fresenius product) was removed during hospitalization when fungus was found in the patient¿s effluent fluid culture. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic in response to antibiotic and antifungal therapies. The patient continues hd therapy on an in-center basis with a plan to return to pd therapy on the same liberty select cycler once a pd catheter is replaced and he is cleared by his physician.